Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the mega suturecut needle driver instrument's cable was broken. Isi followed up with the customer and obtained the following information: the instrument was inspected prior to use with no damage noted. The issue occurred during hernia repair. There was one cable visibly protruding from the distal end of the instrument. The cable was related to opening jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.